Event description:
It was reported that the images on the 9600 system are poor. It was noted that this started a week ago. There was no report of pt injury.

Manufacturer narrative:
Advised that customer has arranged for their own svc. No add'l info. Svc call closed.